Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury; however no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol ventrio mesh (device #2). An additional emdr was submitted to represent the bard/davol mesh - composix kugel (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2005, the patient underwent surgery for repair of a ventral hernia. A bard/davol composix kugel patch was implanted to repair the hernia defect. It is alleged that on or about (B)(6) 2012, the patient underwent an additional surgery to repair the defected mesh. A bard/davol ventrio mesh was implanted. It is alleged that the patient was injured severely and permanently. The patient suffered pain, disability, hospitalizations and additional surgeries. It is also alleged that the patient has suffered and will continue to suffer physical pain, chronic pain, mental anguish, psychological stress, depression, has undergone and will likely require medical treatments and other forms of care. Attorney also alleges that the device was defective.